Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the 16 x 150 triathlon ts stem broke off from the size 6 universal baseplate."